Event description:
It was reported that the system would not turn on. Alternate system used in procedure. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Investigation found fuse f3 on power distribution board open. Replaced fuse and system operates. Problem then reoccurred and reported issue remains under investigation. A follow up report will be filed when additional details become available.